Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer resumed insulin delivery to address bg. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide. Customer continued to use pump for insulin therapy.